Event description:
It was reported that a user with a replacement ilet pump experienced a failure to pair a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, with the pump displaying ¿pairing with sensor¿ for an extended time without alerts. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included troubleshooting and user education by guiding the user through toggling settings and attempting to re-pair the sensor. Investigation of this case revealed a device-to-device communication issue limited to pairing between the ilet and the dexcom g7, with no pump alarms and no evidence of broader device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or pairing anomaly.

Manufacturer narrative:
Initial.